Event description:
It was reported the customer had a blank display on their insulin pump. Customer reported dropping their insulin pump into the swimming pool. The customer stated their battery cap was not damaged or corroded. Customer was able to retrieve their display with troubleshooting. The insulin pump also passed a selftest. Customer's alarm history showed several recurring alarms. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.